Event description:
It was reported to philips that the c-arm moved on its own. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the planned emergency treatment was completed by restarting the system. The clinical assessment confirms that there no actual harm reported. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm moved on its own. Review of log file showed that a joystick was not returning to neutral position and is interpreted by the system as if the user hasn¿t released it. Upon troubleshooting, fse found that the joystick fails to completely return to its neutral position, resulting in certain brakes not engaging properly, which allows the machine to remain in motion. To resolve the issue, fse replaced the geo module. After replacement, the system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If an issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. An issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.